Manufacturer narrative:
Additional information: section d.6b. Correction: sections b.1, b.2, & h.10. Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.